Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio (device #2) device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent repair and to repair adhesions. A final surgery for recurrence was performed to remove the mesh. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventrio (device #2). An additional emdr was submitted to represent the bard/davol ventrio (device #1). Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent a ventral hernia repair. A bard/davol ventrio (device #1) was implanted in patient during this repair. On (B)(6) 2013: the patient underwent a repair of the defective ventrio (device #1). During this repair the physician noted in his findings "the patient had a recurrence at the upper edge of the mesh where it had pulled away from the muscle." The defect was repaired with a bard/davol ventrio (device #2). On (B)(6) 2016: the patient underwent a repair of a recurrent ventral incisional hernia. The physician noted in his findings "there were dense adhesions between the omentum to the hernia sac and to the previous mesh." On (B)(6) 2017: the patient underwent a repair a recurrent incisional hernia. The second title of the operation was "laparoscopic excision of the previous failed intraabdominal mesh." The previous mesh was removed during the surgery. The attorney alleges the patient continues to suffer chronic pain and permanent disfigurement. The ventrio (device #1 and device #2) implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to patient. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.